Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was having issues with the touchscreen pointer location. The screen was calibrated but the unit still ran slowly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block:h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: the issue reported was issues with the touchscreen pointer. There is no indication in the log of a touchscreen issue. It is unlikely anything unusual would have been logged for this type of issue. The log review cannot confirm the complaint.

Manufacturer narrative:
Updated block: d9 during laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to operate as expected. The ccm was connected to lab use only (luo) testing equipment and powered on for over 72 hours with the pointer tracing as expected and no touchscreen issues. The unit operated as intended.